Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, noise resulting in oversensing and episodes of automatic mode switching were noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. Additionally, while explanting the lead, the physician noted ra lead insulation damage. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of noise resulting in oversensing and insulation abrasion were confirmed. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead revealed an external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil. The cause of the reported events was isolated to the lead-to-can external insulation abrasion. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore, visual and x-ray examination revealed no other anomalies, with the exception of procedural damage.